Event description:
The pt received the scs system on (B)(6) 2010 which included an ipg. On (B)(6) 2011, two scs lead extensions were added to the existing scs system. It was reported that the pt is experiencing a heating sensation at the implant site when stimulation is on, during ipg recharging and when connecting to the pt programmer. The pt reported that the sensation is not present when stimulation is off. The pt advised that she began feeling the sensation after the (B)(6) 2011 procedure (addition of two scs lead extensions). The pt also reported that she is now experiencing cold sweats and anxiety. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.